Event description:
The manufacturer received information from a customer for preventative maintenance to be performed on a trilogy 202 device. The device was not in patient use. There was no serious patient harm or injury that occurred or was reported. The trilogy 202 was returned and evaluated by third-party service center. The device evaluation found the device had failed the active exhalation purge and oxygen blending module (obm) gasket leak verification tests during preventative maintenance on the device. The third-party service technician replaced the active exhalation control module (aecm) to address the failed active exhalation purge verification test, and the blower to address the failed obm gasket leak test. After the parts were replaced on the device, the third-party service technician retested the device, and it had passed all testing.